Event description:
It was reported to boston scientific corporation in 2008 that a radical jaw 3 biopsy forceps device was being prepared for use the day prior (patient age, gender and weight unknown). According to the complainant, "prior to use, they were unable to open the cup and the wire was found detached." The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual/microscopic examination of the returned device was performed and revealed the following: (1) one of the two pull wires was detached from the cutters, (2) the z-bend section of the pull wire was broken, and (3) the needle tail was bent. This customer complaint was confirmed, the root cause of this problem could not be definitively determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot.